Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process; however, the customer could not recall if multiple cartridge alarms occurred. Customer's blood glucose level was not impacted. As the customer was able to use the pump during the time of the call, it was indicated that the customer had been able to load a new cartridge successfully.